Event description:
Boston scientific crm received information that this patient's pacemaker battery is depleting at a fast rate. It was noted that the right ventricular outputs were increased a couple different times since implant. The health care professional called technical services to discuss this situation. Technical services performed longevity calculations per the pacing output values given and noted the device is depleting a little faster than normal, however noted that high outputs would still cause the device to deplete at a faster rate. Technical services recommended performing a memory download when they have time. The patient had already left the clinic, but patient would return in two months or so and they would perform the memory download at that time. Nine months later the patient developed an infection, therefore the device and leads were explanted. The device will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device passed labeled longevity and was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately according to its performance specifications. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory analysis concluded this device meets specification for normal battery depletion.